Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained 184, 174, 246, 220 and 142 mg/dl. Customer was also concerned with meter to meter comparison results; customer stated there was a 50-60 point difference (results not provided). The customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected fasting post dinner blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Customer called her doctor and went doctor's office due to the results from the true metrix air meter. Her endocrinologist advised her to call and get replacement and control solution. Customer stated her doctor asked her to follow up once to spoke to the manufacturer. During the call, a back to back blood test was performed by the customer fasting and produced test results of 228 mg/dl and 236 mg/dl using true metrix air meter; customer also tested using another device and obtained a result of 258 mg/dl. Customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 19-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.